Manufacturer narrative:
E.1: complainant street address: (B)(6) patient country: united states. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
End user reports recent uti with use of product. He further states he was recently in the hospital for heart concerns, placed on multiple antibiotics to go home with he said but just today got called in an alternative antibiotic for a uti that grew out in his urine culture and was finalized today. He said his urine is dark and that is his only symptom despite him pushing fluids. He said he has had multiple utis in the past but that is usually whenever he runs out of this catheter and has to purchase out of pocket uncoated catheters he has to apply lubricant to.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation: this product was shipped from ups louisville to the customer. Ups quality & operations have investigated and confirmed the following; - lot 24b10302 was packed & loaded correctly at ups - ups received no returns on this lot - they also shared the recall report for this lot & none were requested by cardinal health therefore the likely root cause of this issue is damages that have occurred during transit outside of convatec control. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 3005471919.